Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 1200mg/dl, a seizure, loss of consciousness, and a large ketone level identified as dangerous by healthcare professional. The cause of elevated bg was unknown, however, customer was experiencing low blood pressure which possibly contributed to the event. Subsequently, customer was hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. No information was provided regarding the release date; however, customer indicated the issue was resolved and no permanent damage was sustained. Reportedly, customer continued to use the pump for insulin therapy.